Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler on third and fourth attempt, it did not fire. Opened new stapler and reloads to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the right colectomy procedure, the stapler on third and fourth attempt, it did not fire. Opened new stapler and reloads to complete the case.